Manufacturer narrative:
The initial medwatch report with ref. Number 3004123209-2025-00242 had the wrong awareness date. The reported issue was detected during investigation and the correct awareness date is 09/19/2025. Therefore, this supplemental MDR is being sent to correct the initial MDR. It was determined that the report was not late. Corrected data: section g3 reportability awareness date of initial MDR indicates: 05/09/2025. Section g3 reportability awareness date of initial MDR should indicate: 09/19/2025. Section b3 event date of initial MDR indicates: 05/09/2025. Section b3 event date of initial MDR should indicate: 04/08/2025.

Event description:
A distributor contacted heartsine to report a non critical issue with their device. Upon evaluation of the device, heartsine observed that a service required prompt was issued after a shock. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine reviewed the electronic records and observed that the device logged a p1 off voltage value of 1640v (atod 856) with ¿error, p1 off voltage too high¿. This would have led to the device issuing a ¿warning device service required¿ prompt with a flashing red status indicator and failure chirp. The same issue happened on the (B)(6) 2025 during a second attempted shock delivery. This would indicate phase 1 of the energy had not been delivered correctly and would suggest a fault on the phase 1 discharge control circuitry. Heartsine evaluated the device performance and was unable to duplicate the reported issue. A cause of the reported issue could not be determined. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report a non critical issue with their device. Upon evaluation of the device, heartsine observed that a service required prompt was issued after a shock. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.